Event description:
It was reported that the wake button on the customer's pump was often unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from customer technical support, and therefore, no additional information was obtained.